Event description:
It was reported that a patient was being transported on the cot when the ambulance was involved in an accident. Although the patient appeared to be uninjured at the scene of the accident, he/she later passed away at the hospital. Details regarding the cause of the alleged death were not given, and no malfunction with the cot was alleged. No further information was given at this time.